Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR for information inadvertently left out in b1, b2, b5, d10, h1, h6 and update d8 and d9. The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the knife wire fell off inside the patient and was retrieved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Also, a correction to the previously reported legal manufacturer's (lm) investigation results is also included. The device was evaluated by olympus, and the cutting wire was confirmed to be damaged. Based on the results of the investigation, the cutting wire breakage was likely caused by the following: 1. The time factor of energy release during the cutting process of the lesion by the wire. 2. Factors affecting the tolerance of the bending part of the wire due to external forces causing voltage release. 3. Cutting mode and power output factors of electric knife equipment. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ ¿do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ this supplemental report includes an update to h3 and h6 from the previous submissions. Olympus will continue to monitor field performance for this device.

Event description:
It was further clarified that the device was just fused, and it did not fall into the bile duct or the duodenum.

Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use 3-lumen sphincterotome v knife tip was broken. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.